Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr. (G) no compromised force sensor system alarm anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.